Event description:
During an abdominal aortic aneurysm stent grafting treatment procedure, the equalizer balloon ruptured during the second attempt to post dilate the gore stent. This equalizer balloon was removed, and replaced with another equalizer balloon to successfully complete the procedure. No pt injuries or complications were reported.